Event description:
It was reported that during a follow-up, lateral x-ray showed that a shim appeared to be protruding several millimeters posteriorly. It was noted that during the initial procedure the shim was difficult to deliver into the shell due to possible anatomical constraints and the surgeon chose to remove the construct and use a smaller size. During the revision procedure, the shell and shim were removed and replaced with a device from another manufacturer. The removed shell and shim were not returned to the manufacturer to review for a defect.